Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and confirmed via fluoroscopy. During deployment, an image showed that the valve was crooked in the proximal portion. The valve was removed and prepared again without changes. The valve was attempted to be deployed again, however the valve appeared crooked. The valve was released. The valve moved to the ascending aorta while the delivery catheter system (dcs) was removed. Images revealed that the valve was stuck in the capsule. The valve was secured with a pigtail catheter and a second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve seemed dented in the region close to the paddles after the valve was loaded. The valve was deployed in the correct position. Per the physician, the delivery catheter system (dcs) most likely caused the valve to dislodge. No additional adverse patient effects were reported. Section d information references the main component of the system. Other relevant device(s) are: product ID envpro-16 lot 0010978128 use by date 2023-12-10 UDI 00643169987265. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. 27 fluoroscopy images were provided for review of this event. The patient summary was attached for anatomic review. The valve size was a 29mm evolut pro. Fluoroscopy of the valve load showed overlap around node 2-3. This would be considered an acceptable load. The valve was deployed; in cine #17 in the last frame only one tab was released. In cine #18 both paddles were fully out of the paddle housing. There appeared to be built up tension in between the paddle housing and the tip of the nosecone as they were slowly retracting the delivery system out of the bioprosthetic valve. In cine #18 frame 145/450, the valve dislodged to the ascending aorta. The first valve was secured by pigtail as reported, then a snare was seen holding it in place while the second valve passed through. Fluoroscopy check of the second valve showed an acceptable load. Patient aortic angle was borderline horizontal anatomy at roughly 59° along with severe tortuosity in the abdominal aorta; this was reported via the patient summary provided for review. This could have contributed to the tension seen in the delivery system on retraction of first delivery catheter system. The device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device inst ructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, it was reported the valve was found to be crooked (which was clarified to mean that the valve seemed to be dented in the region close to the paddles) during deployment, after the load was confirmed via fluoroscopy (the medtronic image review confirmed an acceptable load but did not confirm the frame anomaly). With the information available, a root cause of this frame anomaly could not be conclusively determined. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodgement of the valve by the distal tip is related to operator technique or experience; the device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was reported that the valve was stuck in the capsule, but medtronic image review showed that both valve paddles were fully out of the paddle housing. The image review also found that the patient aortic angle was borderline horizontal anatomy at roughly 59° along with severe tortuosity in the abdominal aorta, which could have contributed to the tension seen in the delivery system on retraction of first delivery catheter system. In addition, the valve was recaptured and removed from the patient before being deployed the second time, which is contrary to the IFU instructions. In addition, with the information available, a root cause for the dislodgement could not be conclusively determined, but patient anatomy and user-related issues may have been contributing causes. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.